Event description:
There was a balloon rupture. Percutaneous transluminal angioplasty (pta) was being performed in the external iliac artery (no info which one was treated). The vessel was heavily calcified and tortuous with 80% stenosis seen. The balloon was inflated with "infl" inflation device at 8 atmosheres, which at this time the balloon ruptured occurred. The procedure was successful with other (unk) product. There were no reported pt complications. This product will not be returned for eval and testing.